Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms at implant. Approximately 3 days post implant, pacing impedance measurements greater than 3,000 ohms were observed resulting in activation of the lead safety switch (lss) feature. All other lead diagnostics were noted to be stable and within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. The patient was scheduled for an in clinic follow up on a future date. The lead as left programmed unipolar and the physician plans to program the lead back to bipolar and turn of the lss. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen for an in clinic follow up. Rv pacing impedance measurements greater than 2,000 ohms continued to be observed, however, threshold measurements were noted to be stable and acceptable and the physician will continue monitoring.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient presented to the hospital with complaint of shortness of breath and some chest pain. Loss of capture (loc) was observed on the rv channel. The patient was noted to have heart block with an escape rate in the in the 30 beats per minute (bpm) range. Outputs were increased pending a lead revision procedure. Additional information was received that a computerized tomography (CT) scan was performed and noted that the lead perforated the heart. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.